Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. (B)(4)

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged one day after implant. The lv lead was removed but not replaced because the physician was unable to cannulate the coronary sinus after removal of the lv lead. No patient complications have been reported as a result of this event.